Event description:
Hill-rom received a report from the account stating the left side rail is not latching. The bed was located at the account in the emergency room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail not latching due to a broken end rail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 207-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the end rail to resolve the issue. Based on this information, no further action is required.